Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. Brand name is capsure fix novus. Model is 5076. Evaluation summary: distal conductor fractured; full lead returned.

Event description:
Fracture, increased impedance.